Manufacturer narrative:
The customer reported to the remote service engineer (rse) that an inoperative (inop) light turned on when the device was powered up. The customer evaluated the device with the assistance of the rse, and the rse had the customer review the event log--no vent inoperative (inop) or check vent codes were found. The customer then operated the device in ventilation mode and did not discover any unexpected alarms. The customer requested preventive maintenance (pm) service to make sure that the device was operational for patient use. The rse sent a quote to the customer and advised the customer to respond with a purchase order (po) to schedule service. The rse also informed the customer that the quote would be amended if issues were found during pm. Per gfe response, the biomedical (biomed) engineer checked the logs with the help of technical support and did not identify any malfunctions. The device was returned to service. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had an inop light come on when the device was turned on. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer evaluated the device with the assistance of the remote service engineer (rse). The customer requested preventive maintenance service to make sure the device is operational for patient use. The customer was provided with a quote for service and advised that if any issues were found during service, that the quote would be amended. The investigation is ongoing.